Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated 'I have reviewed the documentation provided for pi including the product inquiry cover sheet and an ap x-ray of a tha. Event description: exeter stem breakage (tha surgery performed 6yrs ago) the surgeon mentioned that it was 2nd stem breakage. The x-ray shows a cemented exeter stem that has fractured and displaced in the mid portion of the stem. Fracture of a cemented exeter stem is confirmed. No information regarding a fracture of another stem in the same patient was provided. The root cause of this mechanical complication cannot be established from the information provided. Should further documentation become available, I would be happy to further this investigation' -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'exeter stem breakage (tha surgery performed 6yrs ago) the surgeon mentioned that it was 2nd stem breakage.' A review of medical records with a clinical consultant indicated 'I have reviewed the documentation provided for pi including the product inquiry cover sheet and an ap x-ray of a tha. Event description: exeter stem breakage (tha surgery performed 6yrs ago) the surgeon mentioned that it was 2nd stem breakage. The x-ray shows a cemented exeter stem that has fractured and displaced in the mid portion of the stem. Fracture of a cemented exeter stem is confirmed. No information regarding a fracture of another stem in the same patient was provided. The root cause of this mechanical complication cannot be established from the information provided. Should further documentation become available, I would be happy to further this investigation'. No further investigation for this event is possible at this time. If device/additional information become available to indicate further evaluation is warranted, this record will be reopened. Correction: d6a.

Event description:
The following was reported: "exeter stem breakage (tha surgery performed 6yrs ago), the surgeon mentioned that it was 2nd stem breakage."